Event description:
The hosp reported three pts' bronchoalveolar lavage (bal) samples cultured positive for mycobacterium avium during the months of september and october 2005. The hosp reported one pt was immunocompromised prior to the procedure, and that those results were expected. However, the other two pts' bal samples were atypical. The hosp was unable to provide any info as to whether the pts received treatment based on the positive results.

Manufacturer narrative:
The device in question was sent off to an off-site microbiology laboratory for microbiologic sampling prior to being sent to olympus for a quality inspection. The microbiology laboratory received the endoscope on 12/16/05 and sampled the instrument and suction channel of the endoscope. No microorganisms were recovered from the endoscope. It should be noted that the hospital also sampled the endoscope prior to being sent to the microbiology laboratory. The endoscope cultured negative and no mycobacterium avium (mai) was isolated. Following sampling, the microbiology laboratory sent the endoscope to olympus for a physical evaluation. Upon receipt of the endoscope, the exterior as well as the internal suction and instrument channels of the endoscope were evaluated. A reddish discoloration was obsered on the biopsy channel wall at the bending section. Multiple kinks in the instrument channel of the insertion tube were observed using a boroscope. There was no discoloration or staining observed on the exterior of the insertion tube, bending section or light guide tube. No leaks were detected during leakage testing. There was evidence of corrosion on the electrical connector pins and an internal crack was observed on the light guide lens. An olympus microbiologist contacted the hospital to obtain further information regarding the alleged events. The hospital reported their investigation of the three positive bronchoalveolar samples led them to conclude a potential root cause for the positive lavage samples was laboratory contamination during testing. The microbiology laboratory's results were evaluated by the hospital and the cluster of mycobacterium avium positive samples suggested laboratory contamination. In addition, multiple samples were taken from each patient and the results did not correlate. However, a definitive root cause for the positive mycobacterium avium samples could not be identified during this investigation. The suspect endoscope was ethylene oxide sterilized and sent to a third party repair company, where angulation adjustment was performed and the #3 button was replaced. The endoscope was placed back in service andno further suspect result have been reported.